Event description:
Customer reported his sensor readings are inaccurate. He said his sensor will tell him he's low when he is not. Customer's current blood glucose is 176 mg/dl. Customer was advised to upload his data to carelink, but customer was unable to upload his data. Customer was advised of proper sensor and calibration methods. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.